Manufacturer narrative:
The additional information received now makes this event not reportable. A follow up report is being sent to indicate this change. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the hcp did not recommend another surgery for the p atient's pump pocket. An external factor that may have contributed to the pump sitting sideways was the patient's anatomy. The hcp was able to fill the pump with ease using ultrasound. The pump was still sitting in the patient's right lower abdomen at a 30-45 degree angle. Information on the patient's reference to their "stomach being cut open five times" was unknown. The pump remains implanted and functioning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient's pump did not sit straight.  It was noted the pump sits sideways and the patient's fat goes over the pump, which made it difficult to connect their personal therapy manager (ptm) equipment to the pump. The patient would have to lay down to connect. It was noted the doctor would also have issues with refilling the pump. The patient was brought in to do an ultrasound then an x-ray in order to do the refill. It was also reported their "stomach has been cut open five times". It was further reported, the patient had a hernia so they have mesh in the center of their stomach, so the patient wondered if it caused twisting to the catheter. It was noted the patient would have days intermittently where they go through withdrawal and they smell and taste metal. The doctor does not do surgery and the recent surgeon seemed to have no interest in addressing the pump. Physician listings were sent to the patient.